Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sustained a cracked screen after the device clip broke and the device fell to the ground, while blood glucose was not affected and no alarms occurred. Symptoms included no reported clinical effects. Outcomes included no functional impact on glycemic control and no medical intervention or hospitalization. Investigation included a review of the event details and logistical verification steps consistent with standard device replacement processes. Investigation of this device revealed physical damage to the display consistent with accidental impact and a compromised external attachment component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from accidental dropping associated with a broken clip.